Manufacturer narrative:
75 devices were returned for evaluation in unused condition. Of the returned devices, 30 devices, selected at random, underwent visual inspection and found to be acceptable. The same 30 devices underwent functional testing involving force to advance and lock testing and the devices were found to be acceptable. Based on the evidence, the root cause was unable to be determined. No fault was found with the returned devices.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that immediately upon use, the needle of a jelco® viavalve® safety IV catheter was difficult to retract. The needle did not completely retract into the plastic. No click occurred at the end of pull back, therefore, the needle could not be safely removed. It was reported that an a patient or clinical injury occurred, but details of the injury were not provided. It was noted that a 22g catheter was then used, which is "not the gauge of choice for anesthesia". No permanent injury was reported.